Event description:
It was reported in a scientific article that the titanium mesh cage is a common option for vertebral body replacement hardware after anterior decompression and corpectomy. One patient had a superficial wound infection with dehiscence that required subsequent debridement.

Manufacturer narrative:
(B)(4). Neither device nor images were returned. A scientific article by schmidt et.al titled, thoracolumbar burst fractures treated with the verte-span titanium cage, in (west virginia medical journal 1-6).